Event description:
Procedure: lap cholecystectomy. According to the report: after 30 minutes of use the handle part of the clamp was torn. The torn piece fell into the cavity, but it could be retrieved. Used another device. There was no report of any patient bleeding, tissue damage, or excessive or time extension.

Manufacturer narrative:
(B) (4).